Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the peeled coating could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿[inspection of the endoscope] 1. Visually inspect the control section for excessive scratching. 2. Visually inspect the boot and the insertion tube near the boot for bends, twists or other irregularities. 3. Visually inspect the surface of the insertion tube for dents, bulges, swelling, peeling or other irregularities. 4. Carefully run your fingertips over the entire length of the insertion tube. Inspect for any protruding objects or other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Address- full name of the establishment is (B)(6) hospital. In a follow up communication with the customer, the following information were provided: the event found at/date of occurrence noted to be unknown. No information provided on type of procedure performed . However, it was noted the intended procedure (an unspecified procedure) was completed and a pre-use inspection performed on the device. No further information provided regarding the reported issue (black spot). The subject device was received and evaluated . Device evaluation noted the image guide bundle found with significant breakages. The reported issue of "black spot" was confirmed, attributed to be due to breakage on the image guide (ig bundle). Furthermore, evaluation found the image guide (ig) bending manipulation/insertion tube is peeling off greater than or equal to 1 x 1 mm2, which was attributed to deterioration, handling issue. Additionally, the following defects/findings were identified during device inspection: due to deformation of control unit, water tightness is lost. Adhesive on a-rubber (adhesive connection) has a chip. Due to a dent on bending tube, the play of right/left knob is out of the standard value. Lg lens has discoloration. Connecting tube has a dent. Image guide (ig protector) has a scratch. Angulation lever has a scratch. Control unit is deformed. Ud plate has a scratch. Venting connector under grip is shaved. Control unit has a burr. Grip has a scratch. Diopter ring has a scratch. Eyepiece has a scratch. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Company representative reported with an issue of " black spot¿ . No harm was reported. No patient harm, no user injury reported . Device evaluation found the coating of the image guide (ig) (bending manipulation/insertion tube) of the device is peeling off 1mm2 or more. This report is being submitted due to the finding of image guide (ig) bending manipulation/insertion tube of the device is peeling off greater than or equal to 1 x 1 mm2 (deterioration) which was identified during device return evaluation .